Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 11/25/2011 and the one (1) year warranty period has expired. As the device is at its end of life the customer elected to purchase a new video baton. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video baton had an issue holding the image. It was reported that the light and the image would go out and the video monitor displayed the "attach video cable" message. Reportedly the video baton was inserted into the patient's mouth when the image went out, the procedure was completed with a second glidescope avl video baton 3-4. No harm to patient or user was reported.